Manufacturer narrative:
Product ID: 3389-40, lot# j0217201v, implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type : lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type: extension.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinsonian tremor. It was reported that the patient developed multiple infections at the implantable neurostimulator (ins) site, so the patient was placed on antibiotics for about a year before the ins was removed. One month later, in (B)(6) 2012, the patient's husband noticed the leads had come through the patient's scalp, so the lead and extension were also removed. The issue began occurring in (B)(6) 2012, and it was reported that it is unknown what diagnostics / troubleshooting were performed related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.